Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall adapter. There was no adverse impact to customer's blood glucose level. A replacement wall adapter and usb cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.